Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had time clock anomaly. Customer stated that time on insulin pump was always faster, no matter how many times changed. Customer stated that right now, the blood drop icon with green circle, the green circle was from 7 to midnight and there was with shield. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will not be returned for analysis.